Event description:
Account alleged pendant with cable pulled from grommet. He did say there were bare wires. He did not know if there were pts in the bed at time of failure. No injuries.

Manufacturer narrative:
Replacement pendants were sent to the customer to resolve the issue.